Event description:
Information received indicates the head end brake is not working.

Manufacturer narrative:
The technician found the brake caster swivel was failing. The technician replaced the brake caster to repair the stretcher.